Event description:
It was reported that the device was used during a laparoscopic tubal ligation. The reset button could not be pushed down into the armed position. Another device was used to complete the case. There were no consequences to the pt.